Event description:
It was reported that a motor not running alarm was experienced.

Manufacturer narrative:
Other, device evaluation: one device was returned for analysis in used condition. Visual inspection showed the front corner of the top case was chipped and the bottom case was cracked. Review of the event history log showed occurrences of "motor rate" and "motor not running" errors. Functional testing involved occlusion testing and found that the device duplicated the reported issue. The motor assembly was replaced and that resolved the issue. The investigation determined that normal wear was the cause of the reported issue as the parts were over ten (10) years old. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record., corrected data: updmodel number.